Event description:
It was reported by the patient's family member that a patient had a laminectomy at l3/l4 and two x-stop devices implanted at l4/l5 and l5/s1. The patient was ambulating within a day of the procedure. The patient's pain persisted, and an x-ray was done. Per the physician, one device remains in place, and one has moved slightly. The patient is reported to be doing well.

Manufacturer narrative:
Device not returned, follow up with patient's family and treating physician.